Manufacturer narrative:
(B)(4). The product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the coronary arteries were found to be patent. Following the procedure, chest pain developed, and diffused t-wave inversions were identified. The patient was taken to the catheterization lab and coronary arteriography identified a 90% blockage of the left main coronary artery, caused by a calcium nodule displaced during the valve implant procedure. Percutaneous coronary intervention was performed by implanting a drug-eluding stent into the left main artery. The stent was found to not interfere with the implanted valve and improved flow to the left coronary branches was confirmed. First degree atrio-ventricular (av) block and bradycardia were identified following the implant of the valve. An electrocardiogram (ECG) performed two days following the implant of the valve showed complete heart block (chb) and required a permanent pacemaker to be implanted one day later. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information reported that the device did cause the calcium to displace and occlude the artery. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.